Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed broken antenna coil wires. In addition, inspection revealed a dent and tool marks on the bottom cover, and slices on the antenna coil, top cover silicone and near the electrode ground ring prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock is lost with manipulation of the antenna coil. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. This device has broken antenna coil wires. A CAPA was implemented. This is the final report. .